Event description:
The customer noticed the product was damaged when the outer box was opened for use. The outer box was fine but the inner box had leaked. Box was already dry and stains were noticeable.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned and no photographs of the reported event were provided. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. -complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: the event was not confirmed as no devices or photographs were provided for review. Based on the information provided by the customer, there was an odour coming from the product when the reported damage was noted. This indicates that an ampoule(s) was broken at the time or shortly before the product was received by the customer as the smell would have come from the monomer when the ampoule was broken. This odour from the monomer liquid lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product.

Event description:
The customer noticed the product was damaged when the outer box was opened for use. The outer box was fine but the inner box had leaked. Box was already dry and stains were noticeable.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.